Event description:
Additional information reported stated that the right atrial lead was capped on (B)(6) 2015 during a routine pulse generator change out procedure due to a loss of capture.

Event description:
Additional information reported stated that on (B)(6) 2013 the lead exhibited loss of capture and was suspected to be fractured. The device was reprogrammed and remained implanted. The high thresholds and high impedance were noted on (B)(6) 2013.

Event description:
It was reported that the right atrial lead exhibited high thresholds and high impedance. The lead remained implanted.